Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their implant stopped working for them towards the end of 2025. Patient stated that the implant gave them good relief for a good couple years, but then it stopped doing anything for them. Patient said that they had the implant adjusted multiple times, but it just wasn't doing anything anymore. Patient mentioned that they are having surgery next week to have their implant removed. Agent documented information provided on call. The patient was redirected to their healthcare provider to further address the issue.